Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center for evaluation. During the evaluation in the service center, visible foam particles were observed in the device. The unit was scrapped. The service center concludes that the complaint was not confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.